Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then during insertion of the wds, it was noted the was was kinked. The closure device was successfully implanted. At the completion of the procedure, upon removing the sheath, the kink was noted toward the tip of the sheath. There were no patient complications or consequences that occurred as a result of this event.